Manufacturer narrative:
Information was received via medwatch (B)(4). Evaluation summary: the complaint states that the correct instrumentation was not brought to the surgery to prepare the patient for an all-poly tibia. Per the applicable surgical technique, all-poly tibial components utilize their own unique broaches for preparation of the cruciate stem. It appears that the inability to seat the tibia was the result of improper surgical technique and use of the incorrect instrumentation. Evaluation: the all-poly tibia was autoclaved prior to being returned to zimmer; therefore, a dimensional analysis was not preformed. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the all-poly tibia did not seat properly in the bone. As a result, the surgeon completed the surgery with a modular tibia plate and articular surface.